Event description:
Event description cpi received information from a health care professional that this implantable cardioverter defibrillator (ICD) reached battery status elective replacement indicator (eri). The device was explanted on june 27, 1997. This MDR is being created because return product testing revealed premature battery depletion.